Event description:
It was reported that the device delivered shocks for non-ventricular rhythm. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.